Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion, and/or prying or levering the device. The failure can also be related to the device aging. Directions for use dfu-0255-eo revision 5 arthrex hand instruments. E. Inspection and maintenance ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fractures. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion lower jaw of the scorpion broke off and became lodged in the joint. There did not seem to be any excessive force or maneuvering that would have precipitated this breakage. The broken piece was removed from the patient in its entirety and the case proceeded using other methods to pass suture through the meniscus. This was discovered during a meniscal repair with no patient harm.